Event description:
Patient's grandmother reports that both of patient's ms-3 pumps alarm early. Confirmed that low cartridge alert was set at 0.1ml on one pump (sn (B)(4)) but could not confirm on the other pump at this time (sn (B)(4)). No patient injury reported. Pharmacy will replace both pumps and retrieve malfunctioning pumps for investigation. Error occurs when patient is using the pumps. No other information provided. Did the reported product fault occur while in use with a patient: unk. Did the product issue cause or contribute to patient or clinical injury: unk. If yes, was any medical intervention provided: please explain: unk. Is the actual device is available to be returned for investigation: unk. Dose or amount: 209ng/kg/min. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: i27.0.